Event description:
It was reported that pump displayed malfunction code and continued to show same malfunction after reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, confirmed use of multiple daily injections as backup insulin therapy, and was instructed to upload pump logs, place pump in storage mode, and return it using pre-paid label, while technical support arranged shipment of replacement pump and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump.